Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It has been reported that during a prostate section, the blade broke but has been retrieved. Another device had to be used to complete the procedure. No harm to the patient.